Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6). It was reported that during preventive maintenance (pm) getinge field service engineer (fse) found water ingress on the cardiosave intra-aortic balloon pump (iabp). No patient involvement. Fse still waiting for approval from customer. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) was found to have had a water ingress. Multiple parts were contaminated. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.